Event description:
It was reported that a user experienced a brief dexcom g7 continuous glucose monitor (cgm) sensor connectivity issue shortly after placement while using the ilet bionic pancreas, requiring assistance to toggle sensor settings and re-establish pairing, with education about connectivity. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no hospitalization. User support included remote troubleshooting and education regarding correct sensor selection and pairing. Investigation of this case revealed that the system functioned after configuration correction, consistent with a use-related connectivity or setup issue rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and device use problem.